Event description:
A customer contacted baxter's technical service center regarding a separation of a bag and supply line during dwell 3 of 3 on the homechoice (hc). Home patient (hp) reported the supply bag fell and became disconnected from the supply line. The technical service representative (tsr) assisted hp to end therapy. Hp will complete therapy with manual supplies. Hp has dextrose different. The tsr referred hp to registered nurse (rn). No patient injury or medical intervention was reported at the time of this event.

Manufacturer narrative:
(B)(4).